Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: one 273-951eb sample from lot 1018474 was received for investigation of complaint reference (B)(4). The sample was received with opened packaging but appeared clinically unused. A visual inspection of the sample confirmed the customer's experience as the drip chamber and pumping segment were flattened. Additionally a significant kink was noted below the spike component. The customer's experience is likely to have occurred as a result of a kink to the tubing below the spike, which did not allow the transfer of air back into the set at the end of the sterilization process. During the ethylene oxide sterilization process, several vacuums are pulled to remove all of the air from the sterilization chamber; as a consequence all of the air is also removed from the set. Usually the air is replaced during the next stage of the sterilization cycle; however if the tubing is occluded and does not allow the transfer of air, and a back check valve is present below the drip chamber, a vacuum may occur within the set causing the drip chamber and tubing to become distorted and flattened. In this instance it was not possible to identify a definitive root cause for the kinked tubing, however it is possible that this occurred during the packaging of the product, prior to the product having been sterilized. A review of the production records for lot 1018474 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the gw oncology set 3 smartsite experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the drop chamber is deformed.

Manufacturer narrative:
Medical device lot#: an invalid lot # of 1018474 was provided by the initial reporter device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that the gw oncology set 3 smartsite experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the drop chamber is deformed.